Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient¿s device was dead and off. It was noted there was a possibility they would have the device removed. It was stated the patient was going to have a magnetic resonance imaging (MRI) of the knee and this was not related to the device or therapy. It was indicated that the patient¿s leads were implanted in t7. No symptoms were reported. The patient was implanted for non-malignant pain. Additional information received from the consumer via a manufacturer representative (rep) indicated that the patient was having the device explanted. They had chronic lupus and it wasn¿t helping anymore. The battery had been dead for approximately 5 months. The rep attempted to interrogate the battery but was unable to communicate. No interventions or actions were taken and the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.